Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. The customer experienced a blood glucose (bg) level of 600mg/dl and ketones; no ketone level was provided. Reportedly, a manual injection or correction bolus was delivered to address the bg level. Reportedly, the pump is worn against the customer's skin. A system check was performed using the current supplies and the pump performed as intended.